Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a pt who was presenting a ventricular fibrillation heart rhythm, but during the analysis the device displayed an "analysis halted" message. The device then began the analysis again, and the pt was shocked four times. The pt then began presenting an asystole heart rhythm. The pt's heart rhythm was then successfully paced. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that subsequent to the event the facility was unable to duplicate the reported problem.